Event description:
Surgeon reported the surgical light was making a "grinding" sound when rotated. During inspection, it was noted one of the joints in the arm was difficult to turn and was not smooth. It appears the roller bearing in the spring arm has failed. During testing, a considerable amount of black, powdery debris was noted to fall out of the joint, contaminating the sheets on the surgical table below. There was no patient in the room at the time. While no direct patient injury was reported, it can be assumed that debris could fall out of the joint and into the sterile surgical field below if the lights are manipulated during surgery.inspection of other rooms indicates there are numerous other lights with the same condition and shedding particles when moved. The joint of concern is located between the spring arm portion and the fork that holds the head.======================manufacturer response for surgical light, maquet (per site reporter).======================manufacturer is assisting with correcting the issue.